Event description:
It was reported that 2 patients sustained 2nd degree burns, after an ipl quantum treatment.

Manufacturer narrative:
The user facility declined service by lumenis, and had a third party service the unit which found the unit within specs. It was further reported that both patients had sun exposure which is a contra-indication, per product labeling and probable root cause.